Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device. An increased intraperitoneal volume (iipv) was confirmed in the logs but not duplicated during the pal evaluation. The cause was determined ot be insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 at 06:18:44 with drain volume of 3317 ml during cycle 4. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.